Event description:
Kmts field rep called in to report service required error code r2013 (software error) during the initial fit and train. The issue involved a device setup activity that is independent of patient involvement and bears no risk to safety or effectiveness. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the wcd system passed all evaluation tests. Device evaluation confirmed that the wcd system functioned as expected. The reported condition was not able to be replicated. No product malfunction was confirmed.